Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, approximately six hours post-operative of a laparoscopic sleeve gastrectomy, patient had less than 500cc of bleeding and hemodynamic decompensation. The patient was re-operated on by emergency open procedure few hours to stop the bleeding. Bleeding stopped with compression measures (sutures, compression and hemostatics). Patient had blood transfusion and hospitalization was extended. It was also stated that the device had no apparent problem during surgery however device had no regrasp alert, no energy delivery but end tone was heard.

Event description:
According to the reporter, post gastric sleeve surgery, patient had blunt bleeding and hemodynamic decompensation. The patient was r e-interventional a few hours to stop the bleeding. Patient hospitalization was extended. Re-operation or additional surgical procedures was needed. It was also stated that the device had no apparent problem during surgery.

Manufacturer narrative:
D10 concomitant products: egia60amt egia 60 artic med thick sulu (sn:unknown); sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (sn:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.